Manufacturer narrative:
The technician found a faulty head up solenoid valve. He replaced the solenoid valve to repair the bed.

Event description:
Info received indicates the head section is not rising when either head up button pressed.